Event description:
A (B)(6) female pt's sister called zoll customer support to report that she was receiving a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204 (belt / monitor unusable) ) has been confirmed. The receipt extensive contamination was discovered on the distribution node pca, the strain relief of all cables, and in the trunk cable connector. The root cause for the extensive contamination cannot be positively determined but is likely ingress of an unk liquid. No adverse event resulted from the corrosion. The pt received a replacement electrode belt.